Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor experienced difficulty pairing to the ilet bionic pancreas, while glucose readings were visible in the dexcom g7 app; the user was guided to enter the sensor pairing code into the pump and proceed with pairing, consistent with an incorrect or incomplete pairing procedure. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. User support included communication and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage issue related to improper or incorrect procedure, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.